Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qbmdbl, and no non-conformances related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the suture break or did the needle break? Were there any adverse patient consequences? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a circumcision on (B)(6) 2020 and suture was used. During the procedure, the suture broke at the time of needle holder clamping the needle to sew the prepuce in the surgery. Changed another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 02/10/2021. Additional information was requested, and the following was obtained: did the suture break or did the needle break? Suture broke. Were there any adverse patient consequences? No patient consequences. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.